Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, high out of range shock impedances were observed on the right ventricular (rv) channel. A revision procedure was performed and the ICD and the rv lead were explanted and discarded. No additional adverse patient effects were reported.